Event description:
A patient presented with a surgical wound dehiscence at an unhspecified time following total knee surgery. The patinet was returned to the or for surgical repair.

Manufacturer narrative:
No conclusion can be drawn at this time. K022715.

Manufacturer narrative:
Results, conclusion: implant surgery was performed on samples received for evaluation. The results indicate that the samples retained 75.01% breaking strength retention at 21 days post-implantation. No device failure detected and the device was within specification for % breaking strength retention.